Manufacturer narrative:
Per the user guide: check your infusion set tubing daily for any leaks, air bubbles, or kinks. Air in the tubing, leaks in the tubing, or kinked tubing may restrict or stop insulin delivery and result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer disconnected the tubing at the luer lock and introduced air into the tubing. Air bubble was observed near the luer lock. Customer primed out the air. Customer did not recall if blood glucose was impacted.